Event description:
It was reported that while cutting the rod for a posterior cervical fusion, c5-t1, the rod was not placed far enough and the rod fractured the blade of the cutter. A piece of the cutter broke off. The broken piece was retrieved. A bigger rod cutter was used to cut the rod.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the tip was broken. The product investigation revealed that the instrument corresponds to drawings and processes at the time of manufacture.